Manufacturer narrative:
Date of event: exact date unknown, event occurred in mid (B)(6) 2021.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg will not be returned per hospital policy.